Event description:
A malfunction alarm was reported by the customer with a malfunction code of 12. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the malfunction code reappeared, which the customer acknowledged and understood.